Event description:
The account alleged the side rail will not latch when raised. No pt impact.

Manufacturer narrative:
The account found the side rail end tube is cracked in half. The account replaced the side rail end tube to resolve the issue.